Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead inserted in the implantable pulse generator (ipg) port and screw in attempted, but was determined that the lead remains loose in the device. Physician reported that the ipg setscrew does not keep the lead in place. The ipg was removed and replaced with a different device and the rv lead remains in use. No patient complications have been reported as a result of this event.